Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that they "cannot insert cutting bur" into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.